Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 3.50x38mm promus element¿ plus drug-eluting stent was advanced to treat the lesion; however, after crossing 70% of the lesion area the stent failed to cross further. While pulling back the stent, the physician felt resistance. The physician feared that the stent struts might get stuck in some calcified part and pulling it hard may dislodge the unexpanded stent from the stent delivery system. The physician decided to implant the stent covering 70% of the lesion area only. Plain old balloon angioplasty was performed for the rest of the lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.